Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer stated that the issue has been going on for about an hour now. Customer stated that it is mainly the act button but the arrow buttons also seem to be jamming. Customer's blood glucose level was 8.2 mmol/l. Customer was trying to program his insulin. Customer had a button error alarm, but he was able to clear it. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.